Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error detected. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error detected due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a power error alarm several hours after troubleshooting the first occurrence. The alarm happened during normal use. Their blood glucose was unknown. The customer was advised that insulin pump would need to be replaced. The pump will be returning for analysis.